Manufacturer narrative:
(B)(4). Upon receipt of additional information, that it was the strike plate that broke, it has been determined that this is not a reportable issue as the malfunction did not cause any serious injury in the past. The initial report was submitted in error and needs to be voided.

Event description:
Upon receipt of additional information, that it was the strike plate that broke, it has been determined that this is not a reportable issue as the malfunction did not cause any serious injury in the past. The initial report was submitted in error and needs to be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial procedure that the impactor base broke off.